Manufacturer narrative:
Three attempts (in 2007), were made to contact the facility regarding the questionnaire sent in 2007; no response to date. The infiniti u/s handpiece, associated with this complaint was built in 2004. At the time the handpiece was manufactured, there was no associated preliminary review records or similar issues in manufacturing. However, based on the serial number, this handpiece was manufactured with a brazed shell. The handpiece, was visually inspected and no foreign objects, burrs, splinters, or other visual defects were noted. The handpiece was tested and it met product specification for metal particulates. For this reason, the root cause for the reported issue could not be determined as the complaint was not confirmed. There have been previous reports of metal particles associated with infiniti u/s handpieces and a corrective action was opened to address them. This changed the manufacturing of the handpiece shell from brazed to laser welded so as to mitigate the potential issue. This handpiece was manufactured before this manufacturing change was implemented. Provided by manufacturer. This report mailed in to FDA on: 05/18/2007.

Event description:
The facility reported having metal particles during surgery. They did not know the number of patients involved. They stated they re-used single-use tips for a day, and they may not be following the recommended cleaning directions. They did not retain any particles for evaluation, but we requested they do so in the future. Additional patient information was requested. In 2007, the doctor involved reported that he suspected the foreign bodies noted were coming from the "phaco blades" rather than the handpiece. He also stated there was no patient injury, the eye was quiet.